Event description:
It was reported that the 9800 system would not save images and some images were mixed up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.